Event description:
Pt alleges she was very uncomfortable and had "enormous" pain. Dr's notes state pt had a problem with her breast implants. Operative report states the left implant was intact and an extensive capsulotomy was performed.